Manufacturer narrative:
14-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Smoke was burning - oral-b [device catching fire]. Flash and a blow...heard a bang, short circuit, 1 inch under the plug and label - oral-b [device electrical finding]. Case narrative: male consumer via phone stated that he heard a flash and a blow. Smoke was burning and he heard a bang, short circuit, 1 inch under the plug and label of the oral-b toothbrush/charger. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Smoke was burning - oral-b [device catching fire]. Flash and a blow. Heard a bang, short circuit, 1 inch under the plug and label - oral-b [device electrical finding] . Case narrative: male consumer via phone stated that he heard a flash and a blow. Smoke was burning and he heard a bang, short circuit, 1 inch under the plug and label of the oral-b toothbrush/charger. No injury was reported.